Event description:
The pt had an mr exam. She was examined with sense body coil positioned around the lower abdomen area for a hip examination. The day after the exam, a third degree burn of 2.5 cm long on the tail bone was observed.

Manufacturer narrative:
Method, results, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.